Event description:
May 15, 1992, implantation of ams ultrex penile prosthesis, developed infection, as a result the right cylinder perforated the medical aspect of the ocrpora into the urethra. Implant removed september 26, 1992. January 25, 1993 new cylinder implanted.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.